Event description:
During a lap cholecystectormy procedure the first clip-jaw was out of alignment from the beginning on all three devices that were pulled for the case. Another device was pulled from another lot # and the device worked fne. The case was completed and there was no patient consequence.